Event description:
Information received indicated; 2007 clinic note; the patient was having thoracic tightening with the dorsal column stimulator. In evaluating, it looked like the leads were at c6-c7, they probable needed to be at c8. Consequently, they needed to move them down probably a level or 2 and the patient wished to proceed with that. At about 9 days later, operative note - second dorsal column stimulator lead implant and attachment to stimulator pack. The patient tolerated the procedure well and went to the recovery room in good condition.